Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7753500, 510k #k082728 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar canal stenosis at c1-c2; and underwent posterior fixation at c1-c2. Intra-op, after placing the crosslink on the c1 screw head, when crosslink set screw was being tightened, the hex part of the set screw broke off. Then removal of crosslink was performed, and crosslink placement was given up as the surgeon judged that there was no problem with the fixing of the screw and rod because final tightening had been performed to the mas crosslink set screw. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual inspection confirmed the mas connector is broken at the base of the connector hex head. The bottom portion of the implant is missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Microscopic examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. Functional evaluation found the returned portion of the implant will fully engage onto a sample connector locking screw without issue. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.